Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tubing of a titanium transfer set during use. The location of the leak was around the twist clamp but could not be specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. The device was received for evaluation. A visual inspection was performed with the naked eye and noted a hole in the tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the hole in the tubing. The reported issue was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.